Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with a foreign body sensation, dry eye, blurry vision, flashes of light, and floaters in the right eye three months post lasik. The patient was referred to a retina specialist for a dilated fundus exam. Additional information received states the patient had a dilated fundus exam which showed retinal changes as well as symptoms of floaters and flashes of light. The patient was treated and will be seen in follow up at a later date. The patient was seen at a one week follow up and was noted as doing well.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4)